Manufacturer narrative:
The company representative examined and tested the system and found it met all product specifications. No parts were replaced, no samples returning, and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).

Event description:
A hospital materials manager reported that a patient sustained a corneal burn during cataract surgery. Patient impact is unknown. Additional information has been requested.